Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no showed evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be displaying "1870" error code message on power up when batteries were inserted during the investigation. The root cause of the issue is unknown. Motor will be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.